Event description:
Med brace products such as support hose, wrist braces, and knee braces are not sealed. Pts try these products on because most of these products do not have adequate sizing instructions. When products are returned to the pharmacy they cannot be resold due to the potential for bodily fluid contamination. The pharmacist suggests that these products should have a seal requirement and should be labeled "no return". The pharmacist further recommends that these products have a requirement for detailed sizing instructions. The pharmacist also pointed out that recommendations are in line with current center for disease control recommendations on known and unk contaminated products.